Event description:
The customer reported that the probe of the ortho provue analyzer was dripping and the dilution cup was overflowing. No information was provided regarding error messages being posted by the analyzer. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent and the wash station was cracked. Replacement of the probe and wash station and probe adjustments have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).